Manufacturer narrative:
Our field service engineer (fse) replaced the air filter with a new one. The ventilator passed pre-use check and was cleared for clinical use. No further investigation was performed on the replaced air filter. No parts were returned for investigation. The air filter is located between the compressor and the ventilator. A defective air filter causes insufficient air supply to the ventilator and alarms for low air supply pressure and high o2 concentration are generated. The root cause of the defective air filter has not been determined.

Event description:
It was reported that the air filter that is connected between the ventilator and the air compressor was defective. There was no patient involvement. Manufacturer's ref #: (B)(4).